Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.